Event description:
An alarm sounded from the pump and the iab leaked. Blood was noted in the tubing.

Manufacturer narrative:
This form was completed by the MFR. Secion f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. Under leak testing disclosed a leak in the membrane. The penetration has the characteristics typically produced when the membrane is subjected to non linear or biaxial folding. Biaxial foling is produced pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. Device label code: 1738.